Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the high voltage circuit impedance alarm was activated due to a measurement out of range, but the value was not shown in the trend. The physician attributed the issue to false hv lead impedance measurements and reprogrammed the hysteresis to off. Pt's condition is good.